Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 10:57:29. During night drain cycle one, the patient's ultrafiltration reading was 1461ml, indicating the home patient (hp) drained 1461ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The drain volume was not greater than 1.6 times the largest perscribed fill volume, not meeting iipv criterial. The false positive was caused by a partial fill. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.